Manufacturer narrative:
The device has not been returned to the MFR. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not have be determined based on the limited information provided.

Event description:
User felt symptoms of hypoglycemia and the device displayed 179 mg/dl.